Event description:
Procedure: colectomy. According to the reporter, the customer reports that during instrument use, the operator did not feel any resistance with the instrument. The operator used a second instrument with same feeling. The operator used a third instrument to continue the procedure, and had trouble removing it after placing the anastomosis. Upon pulling the instrument, the operator felt as if the tissues were being torn.

Manufacturer narrative:
Difficulty removing the instrument from the patient, and report of possible tissue tearing noted only with the third instrument introduced to the patient.